Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse noticed that the door latch and the hinges where both loose so he tightened them down to correct issue. Instrument was performing as intended. No further activities were required from field service. The probable cause of the event was loose door latch and hinges. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported that the cup sorter door of their aia-2000 did not open. The customer was unable to run beta-hcg, e2 and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, e2 and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.